Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 during the drain stage, where the home patient stated their transfer set became disconnected from them; the transfer set due to a loose connection. This complaint is confirmed because a loose connection is a known cause of this type of alarm. The cause of the loose connection was not determined. Per the patient at-home guide, users are instructed to check all connections are properly connected before initiating therapy.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during drain 1 of 5. The home patient (hp) stated their transfer set became disconnected from them; the transfer set due to a loose connection. The technical service representative (tsr) had the hp the power cycle hc. The hc alarmed se 2367 occurred. The tsr had the hp the power cycle hc. The hc proceeded to press go to start. The tsr advised the hp to start over with all new supplies and inform the registered nurse (rn) of system error 2240. The hc was operational. The samples are unavailable for evaluation. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.